Event description:
On july 9, 2008 the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultrasmart meter is giving erratic readings. On july 16, 2008, this medical affairs specialist contacted the pt to clarify info obtained from the initial phone call. The pt tests his blood glucose more than 4 times per day and takes novolog insulin based on a sliding scale per the lfs meter readings. The pt also takes 40 units of lantus once in the morning and one at night. The pt has been on prednisone steroid treatment for approx a month as a result of his foot ulcer/infection. The pt indicated that his blood glucose has been averaging relatively high, 120-140 mg/dl. The pt's target blood glucose range is 100-120 mg/dl. On two days prior to original date at 7:30pm, the pt reported blood glucose results of "291 and 130 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of >=20% and/or >=20mg/dl. Reportedly, after the pt took 60-65 units of novolog insulin per the blood glucose reading of "291 mg/dl" obtained on the subject meter, he ate some fish. At 8pm, the pt developed symptoms described as "lightheaded, dizzy, and sweaty" while reportedly obtaining a blood glucose reading of "48 mg/dl" on the subject meter. The pt allegedly took some glucose tablet and felt better at 9pm. The pt did not change his diabetes medication regimen before or after the day of the incident. The pt felt that the "291 mg/dl" meter reading on the subject was inaccurately high. The pt felt that his blood glucose must have been around "170 mg/dl" when he took the 60-65 units of novolog. During troubleshooting, the customer care advocate verified that the test strips and control solution are within the discard date and in good condition, the control solution test was within range when a control solution test was run, the meter is coded correctly, the testing technique was correct, the punctured area was clean appropriately, and the correct solution was used. However, the reported results did not match with the meter's memory. This complaint is being reported because the pt had symptoms that can be suggestive of severe hypoglycemia after the pt took insulin per on the lfs meter readings. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for eval, but has not yet received it. If the lfs product is returned, lifescan will evaluate it and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.